Event description:
The patient was being fed using a pump. 480ml of an enteral feeding solution were hung, and the pump was set to deliver 120 ml/hr. 480 ml were delivered in 1.5 hours. There was no illness, injury or medical intervention resulting from the event.